Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock impedance measurement of 10 ohms; noise was also noted on the shock channel but it did not lead to oversensing. Ts recommended 2 commanded shocks to test the shock impedance but the 10 ohms reading may have been a function of the slit which delivers a low energy pulse. Additional information was received from the field representative that the cause of the observations was not determined and will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.